Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the ventilator was not switching on. Customer reported that the unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
Two attempts were made to obtain patient information however, there was no response.